Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced heating and pain at the ipg implant site. Troubleshooting did not resolve the issue. Patient also experienced weakness in lower/ upper limbs and worsened pain. Medical tests were performed and no infection was found. Surgical intervention may take place at a later date to address the issue.